Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse programmed a secondary infusion of 3.38g/ml of piperacillin-tazobactam to infuse at 25 ml/hour. After approximately 2 hours and 30 minutes, the nurse noted 444.8 ml had been infused. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log showed a secondary remote IV order was received at 11:55 pm on (B)(6) 2015 for drugid 515 to infuse a vtbi of 100 ml at 25ml/hr for 4 hours. At 11:56 pm, the secondary vtbi was changed on the device to 115ml. At 2:33 am, the device was channeled off. There were no alarms prior to the device being channeled off. The volume recorded as being infused for the secondary infusion during this period was 65.376ml. The starting volume of the fluid container cannot be determined through the device logs. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.